Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient's wife reported that the patient experienced a hypoglycemic low during the 2 hour sensor warm-up period. The patient went into a diabetic coma. The patient's wife provided him with a glucagon injection. The patient's wife also called an ambulance to go to the emergency room (ER) and while in the ambulance the patient's blood glucose (bg) increased to 67mg/dl. Once they arrived at the hospital, the patient was given food until his bg increased enough for him to be released. At the time of contact, the patient was in good condition. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for investigation. The reported could not be confirmed. A root cause could not be determined.